Manufacturer narrative:
On may 29, 2023, the mentor analysis lab received the suspect medical device for evaluation. On june 05, 2023, mentor became aware information was inadvertently omitted from the initial report. As the device was reported to be ruptured, material rupture should have been included in the medical device problem code field. Mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the device. Visual inspection of the returned sample determined that two (2) tears (a and b) were observed on the posterior aspect of the breast implant, measuring approximately 0.4 cm and 0.2 cm respectively. Leak testing was performed, according to the mentor procedure, and no additional leak sites were detected during the analysis. A microscopic examination was performed on the edges of the ruptures (a and b), and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, the microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4) in the initial, h6 medical device problem code should have included material rupture ((B)(6)) as the device was reported to be ruptured.

Event description:
It was reported that a 39-year-old female patient underwent a primary breast augmentation surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced left breast pain. During an in-office visit with a medical professional, she was diagnosed with baker grade iii capsular contracture of the left breast. As a result, the patient underwent removal without replacement on (B)(6) 2023. However, during the surgery, a ruptured left breast implant was also discovered. There were no reported procedural delays or patient consequences due to the discovery.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: capsular contracture, rupture manufacturer¿s reference number: (B)(4).